Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the cause for the reported patient death was due to heart failure. A definitive cause for the reported heart failure could not be determined. The reported tissue damage was likely due to patient anatomy. The patient effects of tissue damage, heart failure, and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates death, event, tests, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the patient died. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). One clip was implanted. On day 99, post procedure, a flail gap was noted and the patient died due to heart failure. Additional details are captured in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.